Event description:
The clinician reports the implant was inserted on (b)(6)2025 in ADA 10. On (b)(6)2026, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.